Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046 x 0.032. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the tenaculum forceps instrument (part number: 470207-10, lot number: n10200914 0024) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used one time during the procedure and it was used for 57 minutes. The instrument had one use remaining out of 10 maximum tool uses. This complaint is reportable due to the following: the tenaculum forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a benign hysterectomy surgical procedure, the tenaculum forceps instrument was not functioning properly. The operating room (or) staff removed the instrument and found a broken cable sticking out from the end of the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the or staff used a backup instrument. No fragment fell into the patient. The procedure was completed robotically with no injury to the patient.